Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to fluid loss. A replacement surgery was performed in which a break was noted on the left cylinder. During the procedure all the components of the existing ipp were removed and discarded, a new ipp was implanted. The patient was said to be good after the procedure. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.